Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. The occlusion alarms were addressed by changing supplies, clearing the alarms, and resuming insulin delivery. Customer¿s blood glucose level was 149 mg/dl.